Manufacturer narrative:
The insulin pump was received with no up button response due to corroded up keypadtraces. Pump passed self test and displacement test. No ramping numbers on their own, stuck buttons or display anomaly. All operating currents are normaly. No unexpected low battery, off no power or failed battrey test alarm noted during testing. Device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was performed. The device was returned for analysis.